Event description:
It was reported that the customer experienced a low blood glucose (bg) resulting in the customer losing consciousness; although no specific value was provided. Cause was not known. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.